Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. A visual inspection found no evidence of a leak. The sample then was put through a leak test, however no evidence of a leak was found. Therefore the condition could not be confirmed, nor could a cause be determined.

Event description:
It was reported that an infusor had leaked after filling. The infusor was filled with an unknown drug. There was no patient involvement. Additional information was requested and is not available.